Manufacturer narrative:
The involved pump has arrived at mmdg and is currently being evaluated. No results were available at the time of this filing. Mmdg will follow up as results become available.

Event description:
Mmdg was contacted with a request to download the internal event log of a pump that may have been involved with the passing of a patient. The patient had been in the hospital at the time. According to the initial reporter, the pump was provided to the patient and programmed to deliver hydromorphone at a standard bag size and dose for the medical situation. The patient passed away a few hours after the pump was set up. The initial reporter stated that they were unsure that the pump was involved in the patients passing. [(B)(4)]

Manufacturer narrative:
The involved pump was sent to mmdg to have the pump history downloaded and to have its performance evaluated. During the evaluation the pump was found to be operating as programmed and within product specifications.

Event description:
Mmdg was contacted with a request to download the internal event log of a pump that may have been involved with the passing of a patient. The patient had been in the hospital at the time. According to the initial reporter, the pump was provided to the patient and programmed to deliver hydromorphone at a standard bag size and dose for the medical situation. The patient passed away a few hours after the pump was set up. The initial reporter stated that they were unsure that the pump was involved in the patient's passing. This follow-up is being filed to include the results of the device evaluation. (B)(4).